Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise which was sensed as nsvt. The lead also exhibited decreased sensing and impedance issue. The patient was not reported to be symptomatic. The lead was reprogrammed. The patient was stable prior, during and post event.